Manufacturer narrative:
The customer replaced the flow sensor to resolve the issue. No patient information to date after attempts on (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4). No patient information to date after attempts on (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.